Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor tip cover accessory was observed to be loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm tip cover accessory was analyzed and the complaint was not confirmed by failure analysis. Using the installation tool, the tip cover was placed on a monopolar curved scissor. The tip cover was tightly attached to the scissor and could only be removed with considerable effort. No product issue was identified.

Event description:
Refer to h11 for follow-up information.